Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
The caller has declined returning the device for eval. The caller reported that the problem was isolated to the main pcb and would like to order a replacement part for in house repair. Mfg facility has initiated a corrective and preventative action associated with the customer reported failure. The CAPA referenced in this report was an internal investigation, not a field action; therefore it is not required to notify the FDA district office. If the device is returned for investigation, results of the investigation will be provided in a supplemental report.